Event description:
As per the article "malfunctioning mitral valve-in-valve bioprosthesis assessment by 3-dimensional transesophageal echocardiography" in the publication circulation, an (B)(6) female presented with symptoms of acute heart failure. She had had a mitral valve replacement (mosaic ii) in 1994 and a transcatheter transapical edwards sapien 23mm mitral implant within the mitral bioprosthesis in 2010. Physical examination revealed heart failure signs, and blood analysis showed hemolytic anemia with 8g/dl hemoglobin, low serum haptoglobin, and high levels if lactate dehydrogenase. There was clinical suspicion of prosthetic valve hemolysis and therefore, echocardiogram was performed. It was revealed the absence of 1 of the 3 leaflets of the edwards sapien valve, and color doppler imaging showed severe mitral transvalvular regurgitation with 2 transvalvular regurgitant jets, 1 of them central and the other eccentric. The three dimensional echocardiography demonstrated the absence of the anterolateral leaflet and also showed restrictive movement of the anteromedial leaflet. No signs of endocarditis were found and the patient did not present any embolic event. As per medical opinion, this is the first report of a bad outcome as a result of prosthesis dysfunction. Transcatheter prosthesis were first designed to be used in aortic position. The higher peak systolic stress in mitral position could explain the complication described there.

Manufacturer narrative:
In this case, the exact cause for this event cannot be determined. Per report, it is possible a combination of patient and procedural factors caused or contributed to this event. Additional information has been requested, however the edwards sales representative for the hospital in spain where the patient was treated has indicated information for this event is not available. The safety and effectiveness of deploying a sapien valve inside another prosthetic valve in the mitral valve position has not been established. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The following information was received from the corresponding physician listed in the complaint article: no additional intervention was performed in the patient. The patient presented with symptoms of heart failure and the missing leaflet was confirmed by echo 15 months after the valve-in-valve procedure. As the patient did not presented any sign of embolism, it is possible that the missing leaflet would be stuck; we discussed this possibility when the echo was performed. The hospital will not authorize the release of the operative report.